Manufacturer narrative:
(B)(4).

Event description:
The patient reported feeling the generator moving around, which contributed to pain in the shoulder and collarbone. The patient also noted feeling the leads as well, and reported painful stimulation up to her head. The patient has been referred to the surgeon for possible vns generator relocation. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Additional information was received indicating that the lead wires are notably tight and become visibly taut beneath the skin when the patient lifts/extends her neck. The physician noted possible scar tissue causing tension on the lead. It was recommended that the patient massage the neck and chest area to see if the scar tissue can be broken up, but if the issue does not resolve then the patient may be scheduled for lead revision. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The neurologist noted that the surgical referral was not to preclude a serious injury. The surgeon noted that if the if the generator was placed in the pre-existing capsulethen a non-absorbable suture may not have been used. However, the surgeon did note the cause of the migration was not confirmed as he has not reviewed films to see if generator did in fact migrate, or if this was just a subjective sensation.